Event description:
Event: (cc# 98-01153) the iab leaked. This was the only information at the time of the report. On 10/2/98, the following was reported to datascope: blood was noted in the balloon tubing. Pumping was stopped and the balloon was clamped. The doctor was called and the iab was removed within 30 minutes of the leak. Another balloon was inserted into the patient. There was no patient injury or complication as a result of the event on 9/11/98. It was reported that the patient expired on 9/16/98. [Event complications]: unknown - reported 9/16/98; none - rpt'd 10/2/98. [Patient's current status]: expired 9/16-rpt'd 10/2.